Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly and when it came back up, it showed a hard drive (hdd) port 2 error. The bme reported that the cns shut down due to the uninterruptible power supply (ups), the bme troubleshot the ups, and the cns is now getting power and is working and can see patients, but it is still showing the hdd error. No patient harm was reported. Nihon kohden technician sent the bme a replacement hard drive to replace the one in port 2 of the cns. Service performed: nihon kohden technical services (nkts) discovered that the cns went down due to the uninterruptible power supply (ups) which is a non-nk manufactured accessory device causing a corruption in the hard drives . Exchange hard drives were provided to the customer to replace the degraded hard drives in the system. Investigation summary: investigation determined that the complaint did not involve a failure/malfunction of a nihon kohden product. No further investigation is necessary through a corrective action and or preventative action (CAPA).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly and when it came back up, it showed a hard drive (hdd) port 2 error. The bme reported that the cns shut down due to the uninterrupted power supply (ups), the bme troubleshot the ups, and the cns is now getting power and is working and can see patients, but it is still showing the hdd error. No patient harm was reported. Nihon kohden technician sent the bme a replacement hard drive to replace the one in port 2 of the cns.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly and when it came back up, it showed a hard drive (hdd) port 2 error. The bme reported that the cns shut down due to the uninterrupted power supply (ups), the bme troubleshot the ups, and the cns is now getting power and is working and can see patients, but it is still showing the hdd error. No patient harm was reported. Nihon kohden technician sent the bme a replacement hard drive to replace the one in port 2 of the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns, but the model and serial number information was noted as no information (ni), as attempts to obtain the information and was not able to be provided. Uninterruptible power supply (ups): model #: ni. Serial #: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down unexpectedly and when it came back up, it showed a hard drive (hdd) port 2 error. The bme reported that the cns shut down due to the uninterrupted power supply (ups), the bme troubleshot the ups, and the cns is now getting power and is working and can see patients, but it is still showing the hdd error. No patient harm was reported. Nihon kohden technician sent the bme a replacement hard drive to replace the one in port 2 of the cns.